Event description:
Respiratory technician reports ventilator shut off and device alert appeared on screen. Ventilator was powered back on and was operational. Ventilator was replaced with another one. Biomed checked event history log on ventilator; showed event "power failure", event at "device fail" and at "power back on" within several minutes. Did not see any log of unit operating on battery back-up. Contacted newport medical instruments and filed their complaint form on-line.======================manufacturer response for ventilator, e-500 (per site reporter).======================awaiting response.